Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. The patient was extremely non-compliant post implant and as a result their status declined. The patient was also depressed and a heavy drug user. It was further reported that the patient opted to stop taking anticoagulation therapy in (B)(6). The patient's status continued to decline, and in (B)(6) they were placed in hospice care. While in hospice care, the patient's pump stopped, believed to be due to the lack of anticoagulants, and the patient expired shortly thereafter.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported vad stop event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient stopped their anticoagulation therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported vad stop event may be attributed, but not limited, to thrombus formation/ingestion, causing the pump to stop. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.